Event description:
Event occurred in sweden it was reported that the patient experienced events where infusion set fell off during use on (B)(6) 2026. The issues occurred with five infusion sets used for less than twenty-four hours.

Manufacturer narrative:
Initial 5 of 5. E1:name tandem. Street 11045 roselle street. Line 2 suite 200. City san diego. State ca. Zip code92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.